Manufacturer narrative:
The biomedical engineer reported that the zm-540pa telemetry transmitters are intermittently locking up and were experiencing signal loss. No patient harm reported. (B)(4).

Event description:
The biomedical engineer reported that the zm-540pa telemetry transmitters are intermittently locking up and were experiencing signal loss. No patient harm reported.